Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer's daughter reported that following an intraocular lens (iol) implant procedure, her mother's vision is hazy. Additional information was provided that the consumer was prescribed an antibiotic for one day and a carbonic anhydrase inhibitor for three days following the procedure.